Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sept2019. Field service engineer (fse) confirmed low tidal volume. Fse replaced exhalation flow sensor. The device successfully passed performance specification testing after the repair was completed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported low tidal volume. No patient involvement.